Event description:
Customer reported via medwatch: "pump showed "low battery" when first plugged in. Stopped several hrs later. Power supply replaced by rep. No further problems." No pt injury was reported by the customer.